Event description:
Customer reported that the needle separated from the orange pro and remained on the patient's arm and when the nurse went to retrieve the needle she accidently stuck herself with the needle in her finger. She is currently receiving medical care and is having blood work done. Unknown which needle in the kit the needle stick occurred with.

Manufacturer narrative:
We are anticipating the return of the sample involved with this report. We have reviewed the manufacturing records for the lot reported and there is no information that would impact this report. The needle-pro packaged, finished device is provided to distributor who packages it in their risperdal consta kit with their own instructions for use. We have reviewed the manufacturing records for the reported lot and no nonconformances were noted at the time of manufacture that would have an impact on this report. This event can occur if the user does not secure the needle to the protection device (needle-pro device). Smiths medical's instructions for use include instructions to "seat the needle firmly on the needle-pro device with a push and a clockwise twist." Distributor has added language in their instructions for use to direct the user to secure the needle to the protection device prior to use and is in the process of issuing a dear health care professional letter to further disseminate this change to their instructions for use. Smiths medical has performed testing on similar product and have not identified a disconnect issue when product is seated per the smiths medical IFU. This report has been logged for trending. If we do receive the sample, and it reveals a device malfunction, then a follow up report will be submitted.